Event description:
After 2 days of implantation, this lead was explanted because the pt had diaphragmatic stimulation. However, it was reported in the procedure report that was received from the doctor's office that during re-intervention this could not be confirmed.